Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported that, when endocardial mapping via the transeptal approach during a ventricular tachycardia ablation procedure, the 5.5 experienced pump saturation. Impella flow was 4.7/4.7, purge flow dropped below 2, purge pressure was >1000, left ventricle and aorta pressure became decoupled and flipped upside down, motor current became flat, and impella alarmed ¿impella in aorta.¿ the intracardiac echocardiography catheter was in, and the impella was across the aortic valve. The purge flow slowly started coming back up. Purge pressure normalized. The impella was then pulled back 1-2 cm, after appearing to be up against the side of the septum.

Manufacturer narrative:
E1 revised initial reporter address line 1 as it was not fully correct on the initial report that was submitted. G2 added selection that was omitted from the initial report that was submitted. H6 code a141101 was removed and two new codes were added.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. The cause of the device in wrong position could not be determined as limited clinical details were provided as to how pump came out of position. The cause of the high purge pressure could not be determined as no logs and returned product was cut and unable to be tested. The cause of the saturated pump flow could not be determined as no logs were returned and returned product was cut and unable to be tested. Device history review: the device passed all post sterile inspection checks.